Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned for testing, but the item has not yet been received.

Event description:
A consumer stated that she had allegedly received second and third degree burns on her back while using a heating pad, and medical attention was sought for her injuries three days later. The consumer stated that she was sleeping on top of the heating pad at the time that the injury occurred. The instructions for proper use clearly state "do not use while sleeping... Do not sit on or crush pad - avoid sharp folds. Always place pad on top of and not under your body. Never place pad between yourself and chair, sofa, bed or pillow." Kaz USA, inc. Has requested that the product be returned to our company for testing.